Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no product return failure to advance: the cause of the delivery issue was determined to be patient condition related to the patient¿s anatomical issue device history review ==> the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the impella 5.5 experienced a mispassage due to an anatomical issue. Vascular balloon dilation was attempted but was unsuccessful, and the procedure was discontinued. The patient was subsequently returned to intra-aortic balloon pump (iabp) support. The insertion attempt did not adversely affect the patient.